Manufacturer narrative:
Additional information: g3, h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted no significant damage. The device was then power cycled multiple times with several different known-good test batteries, with no demonstration of faults during any power cycle. The led and display demonstrated proper activation, with no visual artifacts or abnormalities observed. The device was then mounted to a force tester (cl-15745) to evaluate battery removal force using two known-good, well-fitted batteries. After 5 pulls with each battery, their average force required was measured to be 31.22 newtons and 18.7 newtons, respectively, which were within tolerance. It was reported that the video laryngoscope's old battery was difficult to removed during inspection. The light came on when switched on but the display was blank with a flashing empty battery symbol in the bottom right hand corner. Pliers was used to have it removed, it made the battery tab broken off. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the video laryngoscope's old battery was difficult to removed during inspection. The light came on when switched on but the display was blank with a flashing empty battery symbol in the bottom right-hand corner. Pliers was used to have it removed; it made the battery tab broken off. A different handle was used for patient safety. There was no patient injury.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the device came without battery. Pliers were needed to remove the batter. The device worked with a new battery. It was reported that the display was blank with a flashing empty battery symbol in the bottom right-hand corner. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. This regulatory report is being submitted due to retrospective review through CAPA: 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.